Event description:
Information was received that this smiths medical cadd administration sets was leaking. No reported adverse effects.

Manufacturer narrative:
One cadd administration set was returned for analysis. The sample was visually inspected at a distance of 12" to 24" under normal conditions of illumination. The sample was received with the filter filled of dried medication. Leak testing on the samples received were performed using syringe to look for unusual functions. It was necessary apply a high pressure to the fluid could through the assembly but could not flow through the filter; no leaks were detected. A review of the manufacturing process for p/n 21-7394-24 l/n 3745584 was conducted by quality engineer on 17-jan-2019, in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and no leaks were detected. No corrective actions are required since the complaint was not confirmed. However, production personnel were notified by quality engineer on 17-jan-2019 as awareness of the defect reported by the customer.